Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Ranges can affect the safety and performance of the pump. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the infusion set and resumed insulin therapy. Reportedly, the customer is using cold insulin, wearing the supplies for 3 days and is not cleaning the pump vents. Clinical support informed customer that using cold insulin, wearing the supplies for 3 days and not cleaning the pump vents is off label per the tandem user guide. Customer¿s blood glucose level was 240-260 mg/dl.